Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with sensor and the cannula was missing. It was reported that the sensor was not working and had trouble connecting to the transmitter. It was reported that the customer had current blood glucose levels of 13.5 mmol/l. Troubleshooting was performed. The customer was advised to return the sensor. Product is expected to return for analysis.